Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: no visual anomalies were noted. The product was electrically tested and found to be within visual/electrical spec. The cause for the reported difficulty could not be determined since the unit was functional and in spec.

Event description:
The temporary pacing lead did not stimulate.